Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: none. It was reported that a physician unspecified if trained in the use of the starclose se device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, resistance was felt during device removal. The access ports were used to release the device from the tissue tract. The clip deployed in the vessel and achieved hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.